Event description:
It was reported that the pump stopped running after it alarmed due to a depleted battery while lactated ringers was infusing at 125ml/h. This was the only medication running at the time of the event. The pcu was switched out to continue the therapy, and there was no injury to the patient. Although requested, further information was not provided.

Manufacturer narrative:
Additional information provided: d.11

Manufacturer narrative:
Report source: biomed. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the pump stopped running after it alarmed due to a depleted battery while lactated ringers was infusing at 125ml/h. This was the only medication running at the time of the event. The pcu was switched out to continue the therapy, and there was no injury to the patient. Although requested, further information was not provided.

Event description:
It was reported that the pump stopped running after it alarmed due to a depleted battery while lactated ringers was infusing at 125ml/h. This was the only medication running at the time of the event. The pcu was switched out to continue the therapy, and there was no injury to the patient. It was found that the power cord on the pcu required replacement, and in turn the battery. There were no problems found with the other units. Although requested, further information was not provided.

Manufacturer narrative:
Additional information provided: b.5 device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 04/21/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/03/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.